Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line and drain line during an unknown phase of pd treatment. The source of the leak is what appeared to be dry rotted drain and patient lines that bursted. Upon follow up, the peritoneal dialysis registered nurse (pdrn) indicated she unaware of the alleged tubing issue. The pdrn followed up with the patient and she was able to confirm that treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A specific number of occurrences were not reported however the patient has received replacement cassettes and has not had any further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. Attempts were made to contact the patient for further details, however, to this date a response has not been received.

Manufacturer narrative:
Expiration date (inadvertently omitted and obtained during post-submission review) plant investigation: the sample was not returned to the manufacturer and an invalid lot number was provided. The reported lot number 19eu03065 does not exist for material 050-87216. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line and drain line during an unknown phase of pd treatment. The source of the leak is what appeared to be dry rotted drain and patient lines that bursted. Upon follow up, the peritoneal dialysis registered nurse (pdrn) indicated she unaware of the alleged tubing issue. The pdrn followed up with the patient and she was able to confirm that treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A specific number of occurrences were not reported however the patient has received replacement cassettes and has not had any further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. Attempts were made to contact the patient for further details, however, to this date a response has not been received.